Manufacturer narrative:
This correction report is being submitted to inform the event is no longer considered reportable as technical services confirmed normal battery depletion. Refer to b5 field for more information. Additional information was requested. The investigation will be updated should further information be provided.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely during a routine follow up. The estimated longevity decreased not as expected, from two to one year, within a six month period. A replacement procedure is planned to be performed; no date scheduled yet. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting normally. The power consumption is stable and within expectations based on programming and therapy delivery with no evidence of premature battery depletion (pbd). Any apparent drop in longevity is due to the battery state of discharge switching from the hardware coulometer to a voltage-based estimate (voltage blending). Rounding of the result produces a slight increase in average power. This is not a malfunction; the transition is complete and further changes in longevity are not anticipated. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was requested. The investigation will be updated should further information be provided.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely during a routine follow up. The estimated longevity decreased not as expected, from two to one year, within a six month period. A replacement procedure is planned to be performed, no date scheduled yet. This device remains in service. No adverse patient effects were reported.